Event description:
It was reported that there were alerts for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The impedance was also varying. A subsequent transmission showed the impedance was within normal range. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.